Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 365 laser fiber was used for a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, a 30-watt lumenis laser console was used with laser settings of .8 hertz and 1.2 joules. According to the complainant, during the procedure, it was noted that the connection between the laser hub and the fiber hub was very hot. The procedure was completed with another flexiva ID 365 laser fiber. There were no patient complications reported as a result of this procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a flexiva ID 365 laser fiber was used for a ureteroscopy procedure in the kidney performed on (B)(6), 2019. Reportedly, a 30-watt lumenis laser console was used with laser settings of .8 hertz and 1.2 joules. According to the complainant, during the procedure, it was noted that the connection between the laser hub and the fiber hub was very hot. The procedure was completed with another flexiva ID 365 laser fiber. There were no patient complications reported as a result of this procedure.

Manufacturer narrative:
Problem code 1437 captures the reportable event of fiber connector overheated. Investigation results: one flexiva ID 365 laser fiber was returned in one piece. The fiber measured approximately 276.2 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it indicating that the fiber is broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.